Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The pump only delivered 175 ml when it should have delivered 250 ml.